Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was for about a month, pt noted it was taking 3 to 4 hours to recharge. The issue was not resolved. Patient did not have the equipment with them at time of the call to troubleshoot. Pt will call back in with external equipment. Also for about a month the pt's stimulation did not work anymore for it would turn off on its own. The patient had to take the battery out one time to reboot it because it said something about programming problem but the patient could not remember what it was. Pt was redirected to their managing physician (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.